Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2026, the AED detected a service code related to a potential low-battery condition and attempted to alert the user by flashing the red asi and emitting audible chirps. On (B)(6) 2026, the AED identified that the battery condition had progressed to low battery and continued to alert the user by flashing the red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026, when the battery pack reached a critically low state and the AED began reporting "replace battery pack now." Review of the electronic logs found no evidence of user interaction to address the device condition until (B)(6) 2026, when a replacement battery pack was inserted into the AED and subsequently removed. On (B)(6) 2026, the depleted battery pack was reinstalled, and the AED resumed flashing the red asi and chirping to alert the user. The depleted battery pack was then removed. On (B)(6) 2026, a replacement battery pack was installed. The review identified that the AED functioned as designed and can stay in service.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use.